Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 03-dec-2025. Investigation summary: bd received 15 samples for investigation. Evaluation of the returned samples indicated that all tubes had bubbles in the gel at their base. Additionally, a visual inspection of 100 retained samples revealed no gel defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.